Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for a high blood glucose levels. The blood glucose value was not recorded at the time of the call. There were several attempts to contact the customer about the details and cause of the hospitalization but the customer never responded to the calls. No further information was provided.